Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing partial display on their insulin pump. Their blood glucose was 7.6 mmol/l. The customer stated that there was a slither of white light at the of the screen as if the screen had dropped inside. They said that they feel like the pump is working okay but mentioned that a few months prior, it had taken a couple of batteries to get the pump to turn on. They were advised that could be fixed by wiping off the battery compartment and cap. The insulin pump will not be returning for analysis.